Manufacturer narrative:
(B)(6). Device photo analysis: visual analysis of the photographs identified; device patch with lot number 3501472, an opening, red particles on the shell and gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture and "bottoming out". The device has been explanted and replaced.